Event description:
It was reported that the customer experienced high blood glucose and went to the emergency room. Her blood glucose was 343 mg/dl and was released from the hospital after her vital signs were taken. Customer experienced nausea and drowsiness. She was wearing the insulin pump at the time. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.